Event description:
C-cc-bt - it was reported that, "broken tubing when opened, it was observed that the line is cut".

Manufacturer narrative:
Evaluation summary: unit 1 - customer report was confirmed. Rec'd (1) complete flotrac kit. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Unit 2 - customer report was confirmed. Rec'd (1) complete flotrac kit. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.